Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reports that insulin pump would not deliver bolus shots which was causing high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer states that issue was solved with an infusion set change. Customer was advised that bolus could not be delivered due to active insulin of 22.8 units. Customer was advised to get a back-up plan and to visit the emergency room if blood glucose continues to rise. No further information provided.